Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on 05/03/2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The study coordinator did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver could nto run on the global receiver functional test station; therefore no data logs could be downloaded. Due to the condition of the device, a complete evaluation could not be completed. The reported event of a firmware error was not confirmed. A root cause could not be determined.